Manufacturer narrative:
Batch review performed on 31 january 2017. (B)(4). Not available.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.